Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4) the device was returned for evaluation. Functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system referenced is being filed under a separate medwatch MFR number.

Event description:
This report is submitted to report the atypical clip movement with the first clip delivery system (cds 50910u204), which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 50910u204) was advanced to the mitral valve per the instructions for use (IFU). When the m-knob was turned, the sleeve was steering in the opposite direction; therefore, p-knob was used to successfully deploy the clip. The second cds (50925u154) was advanced to the mitral valve per the instructions for use (IFU). When the m-knob was turned, the sleeve was steering in the opposite direction; therefore, p-knob was used to successfully deploy the second clip also. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.